Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation noted strong abrasion marks around the shaft of the angled reamer, drive shaft. The device was chipped around the distal end of the shaft and the fitting hybrid hudson. Functional testing was performed, the device did not slide properly with the matting part. The parts reported, were returned separated. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9597-20 angled reamer sleeve, 20° were seized together and stuck. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/07/2025: this was discovered during an rtsa procedure. The case was completed using an opened backup tray. There was a 3-minute case delay while the backup tray was opened and the angled reamer assembled. Additional information was received on 01/16/2025: this was discovered during an rtsa procedure on (B)(6)2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.